Event description:
Caller reported multiple intermittent occlusion alarms. The customer¿s blood glucose (bg) was 484 mg/dl. The customer addressed the high blood glucose with a correction injection via manual dosing and did not require third-party assistance. To resolve the issue, the customer changed the infusion set and cartridge before resuming insulin delivery.